Event description:
The customer reported that the device was not showing the led light when the device was plugged in, and the battery was not recharging. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the device was not showing the led light when plugged in, and the battery was not charging. The customer then stated that the device charges and was working fine in the biomed shop, but while in respiratory, the device did not work. The customer stated that they tested the outlet and the device seemed to be working properly. The voltage was verified while in service mode. The remote service engineer (rse) informed the customer to verify the functionality of the customer's outlet in the department where the device was affected. The rse advised the customer to plug the device in, if they did not see the led power, then the customer should check the bottom right-hand corner to see if device was showing a charge or not. If the charge is showing, it was suggested to replace the power switch overlay. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. It was recommended that the power switch overlay be replaced; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/11/2022, 08/11/2022 and 08/23/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the record will be reopened, and a supplemental report will be submitted.